Manufacturer narrative:
(B)(4). This is report 1 of 3. Upon completion of carefusion's investigation, a follow-up report will be submitted.

Event description:
A customer reported to carefusion on (B)(6) 2012 an incident that occurred with a patient while using the airlife misty max mask from part# 002433. In the hospital endoscopy department, before and after a bronchoscopy procedure, patients are given nebulizer treatments. Following the procedure, the delivery of the nebulizer treatment is recommenced until the patient wakes up. The customer reported a patient received an eye injury, described as a "corneal tear" while receiving the nebulizer treatment after the procedure. The customer advised they are not stating the misty max mask caused the corneal tear, however they have identified sharp/uneven/rough protrusions on the nose bridge of the mask as one potential contributor. The patient was reportedly treated with eye drops for 'corneal abrasions' and provided an eye patch by an ophthalmic physician. There was no reported loss of vision or permanent impairment as a result of the event. It was reported the patient made a full recovery.

Manufacturer narrative:
(B)(4). The customer returned sample was received and evaluated. The flash on the mask was found to meet carefusion's internal specifications. Unfortunately, the lot number was not available for this mask, and therefore, a device history review was not able to be performed. A review of the manufacturing for this product determined there was potential for improvement. The flash tag was previously located on the side of the mask near the strap. It was moved to the nose bridge as part of an unrelated change. CAPA (B)(4) was opened to further investigate this issue and review potential changes to reduce or eliminate the flash tag at the nose bridge of the mask.